Manufacturer narrative:
Review of results files: initial testing shows well scores of 77 and 58 for anti-d, series 4 and anti-d, series 5 respectively resulting in 4+ and 3+ reactions. Well images appear positive. Repeat testing shows well scores of 0 for the anti-d, series 4 and series 5 wells resulting in negative reactions for all wells. Well images appear negative. Customer is unsure how long the reagents have been left in the reagent racks. It's possible it could be anywhere from 21 days to 28 days. The possibility that reagents are compromised cannot be ruled out.

Event description:
Customer reported an rh discrepancy when testing patient sample on the echo. The first time the sample was tested on the instrument the rh resulted positive. Repeat testing on the echo with new rack of reagents resulted rh negative. Manual tube testing resulted positive.